Event description:
Reference number (B)(4). Event occured in bahrain. It was reported that the patient faced bent cannula event on (B)(6) 2026.the infusion set was in use for one day.the insertion site was abdomen.the blood glucose level was high and the patient was treated with insulin pump. No further information is available.